Event description:
It was reported that a peritoneal dialysis (pd) patient was being placed in an ambulance when the driver arrived to delivery supplies. Follow-up with the patient confirmed he contacted emergency medical services (ems) on 2/jul/2024 due to extreme abdominal pain (treatment completed several hours prior). Once hospitalized, the patient was diagnosed with peritonitis and was treated with two intraperitoneal (ip) antibiotics (drugs, frequencies, durations not provided). The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) while hospitalized and was discharged home on (B)(6) 2024 in stable condition. Per the patient, the cause of the peritonitis is unknown; however, the patient reported he did not experience any fresenius product(s) and/or device(s) deficiencies and/or malfunctions. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events peritonitis, characterized by extreme abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, the patient reported he did not experience any fresenius product(s) and/or device(s) deficiency and/or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was being placed in an ambulance when the driver arrived to delivery supplies. Follow-up with the patient confirmed he contacted emergency medical services (ems) on (B)(6) 2024 due to extreme abdominal pain (treatment completed several hours prior). Once hospitalized, the patient was diagnosed with peritonitis and was treated with two intraperitoneal (ip) antibiotics (drugs, frequencies, durations not provided). The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) while hospitalized and was discharged home on (B)(6) 2024 in stable condition. Per the patient, the cause of the peritonitis is unknown; however, the patient reported he did not experience any fresenius product(s) and/or device(s) deficiencies and/or malfunctions. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.